Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6) 2015 with blood glucose of 550 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin and fluids. Prior to emergency room visit, customer had high blood glucose of over 400 mg/dl in the middle of the night and had symptoms of tiredness and confusion. Customer was wearing insulin pump at the time of emergency visit. During troubleshooting for high blood glucose it was found that cannula was bent. Customer was advised that tubing clamp would be replaced and was also advised to monitor issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.